Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer- the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as: 2134265-2011-01702. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction and angina. Lesion 1 was located in the mid right coronary artery (rca). The lesion was 100% stenosed, 3.0mm in diameter and 34mm long. The lesion was predilated and treated with a 3.0x38mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. Lesion 2 was located in the ramus. The lesion was 90% stenosed, 2.25mm in diameter and 12mm long. Lesion 2 was direct stented with a 2.25x16mm taxus liberte stent. Residual stenosis was 0%. That afternoon after receiving a pneumonia vaccine the patient became diaphoretic and hypotensive. Electrocardiagram, cardiac enzymes, and blood sugar levels remained at baseline levels and the patient was administered solu-medrol for possible allergic reaction to the vaccine. The patient was started on aspirin and plavix. The next day, the patient experienced elevated cardiac enzymes consistent with a myocardial infarction. The patient was ambulating without complaints of chest pain or shortness of breath. The event was resolved without residual effects. The patient was discharged on aspirin and instructed to start prasugrel the next day.